Event description:
Freight damage. The dealer stated the mattress was sent to a facility, there is no specific end user nor any end user involvement, out of box issue. The mattress dealer will need to contact the distributor all mattresses shipped form the manufacturer's location are quality inspected and in good condition when shipped out.